Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products per the event description: carto 3 system, model # m-4800-01, serial #: (B)(4). Stockert 70 system. Model #: m-5463-01. Serial #: (B)(4). Coolflow pump, model #: unknown, serial#: unknown. Lasso navigational eco catheter, model #: d-1349-02-s, lot #:17026164l. Soundstar catheter, model #: m-5723-05, lot #:s1408455. Brk-1 transseptal needle (non biosense webster). Standard agilis sheath (non biosense webster). (B)(4).

Event description:
It was reported that during an atrial fibrillation procedure, during the mapping phase, a pericardial effusion was discovered and confirmed through ice. The physician attributed the cause of the pericardial effusion to be procedure related, due to the manipulation of the sheath/catheter in a remarkably small left atrium. A pericardiocentesis was completed but it is unknown if the patient required extended hospital stay. There were no reported malfunctions of any bwi products during the procedure. No additional information is available.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation procedure, during the mapping phase, a pericardial effusion was discovered and confirmed through ice. The physician attributed the cause of the pericardial effusion to be procedure related, due to the manipulation of the sheath/catheter in a remarkably small left atrium. A pericardiocentesis was completed but it is unknown if the patient required extended hospital stay. There were no reported malfunctions of any bwi products during the procedure. No additional information is available. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/12/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).